Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was capped during a routine device change out procedure. The patient was fine post procedure and was sent home the same day.